Manufacturer narrative:
Other healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation, the battery measurement became unavailable. This is determined to be due to a power on reset (por). The device was reset and remains in use. No patient complications have been reported as a result of this event.